Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
During product evaluation, the bench repair technician found the mx40 telemetry device had no sound. There was no patient involved.